Event description:
During peripheral intervention of left sfa - md was using outback catheter on cordis regatta wire. When md attempting to advance outback, the regatta wire pulled back - md pulled out the outback catheter. Removing catheter caused separation of regatta wire. In with 4mm stent snare to snare wire. No further test.